Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown - "user has reported bursting of the balloon." Patient status - unknown.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering confirmed that the catheter had ruptured. A review of the manufacturing records for this lot also confirmed that the product passed all manufacturing and quality inspections. All catheters undergo 100% visual inspection and leak testing during production. Similar incidents have shown that balloon rupture can occur if the inflated balloon is pulled with excessive force or if the balloon is overinflated. The instructions for use (IFU) cautions the user that "balloon degradation and rupture may result from deposits within the vessel, excessive handling, or exposure to adverse environmental conditions" and that the "maximum recommended inflation volumes should not be exceeded." Although the exact root cause of the incident could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.